Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. (The rep had advised that when the device was examined, the blade tip broke off in her hand.) The reported complaint was that multiple message screens were displayed "clean jaws ," "tighten assembly" and "replace instrument.") The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. The black instructional message of "clean jaws" displays to alert the user to remove any tissue which may be lodged inside the end of the instrument sheath. The "tighten assembly" yellow screen appears when the instrument may not be properly assembled to the hp054 handpiece. The "replace instrument" yellow screen is displayed after receiving two yellow alert screen messages, such as the "instrument error detected" message. A probable cause of the "replace instrument" yellow message screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Probable causes of blade damage (the scratched blade) is external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, while activating the metal rumi colpotomizer, an error screen came up on the generator instructing to clean the device, to tighten the device and then to re-test it. When testing, the generator instructed to replace the device. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned when the device was examined by the rep, the active blade easily came out in her hand.